Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, an additional follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified wear and discoloration. The post in the articular surface was fractured. The device was submitted for further analysis. Analysis determined that the tibial uhmwpe bearing shows signs of potential post-fracture. The articular surface shows possible signs of abrasions and burnishing that appear generally consistent with in vivo usage. The backside of the bearing showed potential evidence of abrasions and cold flow/creep, also possibly consistent with explants of a similar age. There was potential evidence noted of damage on the anterior edge that was likely incurred during the explanation. At the fracture surface, there was possible evidence of a fracture initiation site and potential signs of subsurface cracking on one side of the post¿s base. There was possible evidence of burnishing and/or wear riding up into the central region of the anterior area of the bearing that was asymmetric in nature, with the side showing possible burnishing matching the side of the fracture surface that may have been the fracture initiation side of the post. There were potential signs of impingement damage at multiple points near the posterior edges of the bearing, possibly due to repeated femoral hard tissue contact, and/or possible laxity. Evidence suggests fatigue overloading of the post, leading to fracture. The asymmetric burnishing and possibly coinciding damage at the same side of the post¿s base, along with the possible femoral impingement damage at posterior edges of the bearing suggest joint laxity and/or asymmetric loading may have contributed to the fracture, though it is not clear if all of these signs occurred prior to, or after, fracture of the post. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. Per package insert: fracture/broken and instability is a known adverse effect of the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed due to review of the medical records. Review of the available records identified the patient was revised due to unstable knee. The articular surface post was found to be fractured. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient was revised approximately 7 years post implantation due to implant fracture with instability. During the revision, it was noted that the post of the bearing was fractured causing generalized laxity within the joint. The bearing was exchanged without complication. No additional patient consequences were reported. Attempts have been made and no further information has been provided.